Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2015 with the following findings:a review of the black box showed one reboot incident. The returned battery cap was used to complete investigation. Visual inspection revealed that the battery compartment was undamaged. The battery cap contacts were within specifications. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. A rewind, load, and prime sequence and a 24 hour duration test were successfully performed with no power issues occurring. The pump cover was removed and there were no defects found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the pump was intermittently powering off. The issue was reportedly noticed when unlocking the pump or when attempting to bolus. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).